Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the placement of the capsule, the patient experienced severe pain. The patient felt better after ad ministration of lidocaine and the patient was able to continue with the procedure. There was nothing unusual about the patient or the procedure itself and esophagus appeared to be normal. Lubricant was used at the back of the capsule and the customer no longer has the delivery device.